Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally no burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report using her purely yours breast pump on battery power to express her milk the night before. She states 10 minutes into pumping, she heard a loud pop, followed by a sizzle with clear fluid seen leaking from the pump base battery compartment. Customer denies coming in contact with the leaking fluid therefore there was no injury or burn. She reports the batteries were visually damaged. A replacement breast pump was overnight shipped to customer.